Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath of the angio-seal device was already kinked. After opening the package, a kink was observed in the insertion sheath. The device was not used, and another angio-seal device was utilized to continue the procedure. Hemostasis was successfully achieved with the second device. The procedure prior to deploying the device was acute ischemic stroke (ais), and a pre-deployment angiogram was performed. The sheath ancillary used was 8 french (fr). The puncture site was the right common femoral artery, and the vessel diameter was unknown. The event occurred pre-procedure, and no additional equipment or devices were used with the product. The type of procedure performed was hemostasis.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for 'sheath kink'. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).